Event description:
It was reported that a cartridge did not fit onto the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. A manual insulin injection was administered to address bg level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.